Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that the device would not power up or work on ac mains, but it would work on battery power. There was no patient involvement.